Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2019-02264.

Event description:
Related manufacturer reference number 3006705815-2019-02264. It was reported that one of the patient's leads migrated ventral, causing ineffective therapy. In turn, surgical intervention was undertaken wherein the leads were explanted and replaced. Postoperatively, the patient has effective therapy. As it is unknown which lead migrated, both leads are being reported.